Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a prostatectomy, in the middle of usage, forceps started to get caught inside the cannula. New one was opened to correct the problem. Operating time not extended. No tissue damage or bleeding. Nothing fell into the cavity.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The envelope seal was damaged. A cut was noted. A small blue piece of the missing seal was received in a plastic bag. The trocar envelope seal failed an air leak test. A pmv obturator was inserted without any difficulty or hang-up. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.